Event description:
It was reported that the user¿s libre sensor would not scan in the app, repeatedly prompting to re-scan, consistent with intermittent communication failure associated with electrical/magnetic components and the antenna; after a phone restart, the sensor successfully scanned and proceeded to warmup. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the app and sensor during pairing consistent with intermittent communication failure involving the antenna/electromagnetic interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.